Event description:
It was reported that the pump began sparking and caught fire. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.